Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse transferred the calcium method to server 3 and recalibrated. The siemens customer care center and a siemens technical application specialist reviewed data from the instrument and determined that there had been no discordant results after transitioning the method to server 3. The cause of the discordant calcium result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated five times on the same instrument and all results were higher than the initial result. It is unknown if the corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant calcium result.